Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. Customer's blood glucose was over 700 mg/dl at the time of admission. The customer stated their high blood glucose was caused by a steroid medication. The cause of the hospitalization was from diabetic ketoacidosis. The insulin pump was removed from the customer's body prior to the hospitalization. The customer declined to return the insulin pump for analysis.